Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.on the previous initial submission (2954323-2023-04433) section(s) h2, h3, h6, and h10 were incorrectly documented.

Event description:
Customer reported an abbott diabetes care (adc) device "log entries were missing", alarms were not working, and were unable to monitor their glucose levels. As a result, customer experienced a loss of consciousness, "felt very tired", and was unable to self-treat, requiring treatment of an apple, "carbohydrate", and oral glucose (type/dose unspecified) by a non-healthcare professional. Customer service performed troubleshooting and checked device settings, notifications were enabled to allow alarm notifications, and a device restart was recommended. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported an abbott diabetes care (adc) device "log entries were missing", alarms were not working, and were unable to monitor their glucose levels. As a result, customer experienced a loss of consciousness, "felt very tired", and was unable to self-treat, requiring treatment of an apple, "carbohydrate", and oral glucose (type/dose unspecified) by a non-healthcare professional. Customer service performed troubleshooting and checked device settings, notifications were enabled to allow alarm notifications, and a device restart was recommended. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.